Manufacturer narrative:
Correction: correct product ID in d10 is 9735762, not 9735740. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h6) multiple annex a codes were submitted for the event. Annex a code, a1102, applies to rfr nav4123 and annex a code, a040507, applies to rfr nav3305. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system experienced a failed software upgrade. The day after the system was upgraded to 2.1, the site initially got an "internal error" message. A medtronic representative (rep 1) uninstalled then reinstalled 2.1, which resolved the issue. Anothermedtronic representative (rep 2) had been unable to replicate the issue and had performed a full system checkout at time of the call. No patient was present.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: additional review indicated codes d16, b21, c21 are no longer applicable to the event. Code d15 applies to the software (product: sw app 9735762 stealth s8 app, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.